Manufacturer narrative:
Date of event was reported as (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced two (2) episodes of peritonitis. The cause was not reported. The patient was hospitalized for the event and was discharged in the same month. On an unreported date after discharge, the patient experienced peritonitis again and was readmitted. The patient was treated with an unspecified drug injection (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and was not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available.